Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is showing they are getting insulin when they are actually not getting insulin. The customer¿s blood glucose level was in the 300 mg/dl range at the time of the incident, and 63 mg/dl at the time of the call. The customer was getting unexplained highs and lows, as well as no delivery alarms. Customer adjusted their basal rates but that did not help. Customer exercises when they are high and uses the pump or manual injections when the exercise doesn't lower their blood glucose levels. Troubleshooting was not completed as the customer declined. The customer has been having the over and under delivery for about 6 months. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08790 inches. No possible over/under delivery anomaly noted.